Event description:
On (B)(6) 2013, the surgeon used hansson pin for the patient. The surgeon inserted the guide pin, and used the cannulated drill. Because the drilling was difficult, when the surgeon pushed in the drill strongly, the guide pin stuck into the abdominal cavity(about 5cm). When the surgeon checked the drill, the foreign material came out from the inside of the drill. The surgeon removed the foreign material and surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(4) 2013, the surgeon used hansson pin for the patient. The surgeon inserted the guide pin, and used the cannulated drill. Because the drilling was difficult, when the surgeon pushed in the drill strongly, the guide pin stuck into the abdominal cavity(about 5cm). When the surgeon checked the drill, the foreign material came out from the inside of the drill. The surgeon removed the foreign material and surgery was completed.

Manufacturer narrative:
Evaluation summary: the reported event that the guide wire got stuck in the cannulated drill could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not available. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The root cause of the reported event could not be determined as the reported device was not returned for evaluation. If any further information is provided, the report will be updated. Device was not returned for evaluation.